Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis - the unit was lightly soiled with organic material and had a lightly worn label. Unit passed the spring test and functioned as designed. Unit successfully drilled 5 holes and functioned as designed. It was verified that there were no anomalies during the manufacturing process. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a perforator (ID 261221) plunged did not stop during a craniotomy. Safety check of the perforator was done pre-operatively and the pneumatic setting was appropriate. No patient injury reported.